Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that within 2 minutes, he obtained blood glucose readings of 588 mg/dl on the contour next meter and 200 mg/dl on the doctor's meter. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected product for evaluation. An in-house testing was performed using the in-house contour next meter and in-house contour next test strips form lot # 8jpef01b, which gave satisfactory performance.